Manufacturer narrative:
The device was not returned to senseonics despite authorizing it to return. Hence customer complaint could not be confirmed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.